Event description:
Additional information received reported the patient was scheduled for replacement in (B)(6).

Event description:
Additional information received reported that the patient was receiving 'good therapy.'

Manufacturer narrative:
Concomitant products: product ID 399960, lot# v015233, implanted: (B)(6) 2007, product type lead; product ID 3986a60, lot# n082356, implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708320, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).

Event description:
It was reported that the patient's device was overdischarged. The overdischarge was confirmed and attributed to patient compliance. A physician mode recharge (pmr) was performed. However, it was not possible to get the battery out of overdischarge mode due to an end of service (eos) message. The reporter indicated that it hadn't been 9 years and initially believed the eos was in relation to the pmr process as well as sequence of events. It was later indicated to have been a normal battery depletion due to 3 overdischarge strikes. The reporter also stated that the patient was experiencing increased pain due to instability to use the implantable neurostimulator (ins). The patient was going to be scheduled for a battery replacement.